Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 519 mg/dl. The customer stated that she had been experiencing high blood glucose levels for the past month. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that a tubing clamp would be shipped to her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.